Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator the ventilator alarmed due to a blower temperature high occurrence and turned off. The customer reported the ventilator would then not power on in either normal ventilation or diagnostic mode. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. During testing, the fse reported the blower was not functional. The fse replaced the blower to address the reported problem. Applicable final testing was performed per operating specifications.

Event description:
Factory analysis and testing of the returned blower revealed a temperature sensor failure which caused the reported issue.